Manufacturer narrative:
The insulin pump was received with missing battery tube contact and corroded battery tube. The pump was unable to perform all functional testing including the displacement, operating currents and verify low battery alert, blank display, weak battery alarm, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to missing battery tube contact corroded battery tube. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of a blank display, weak battery and low battery alert from the insulin pump. The customer's blood glucose level was 156 mg/dl. The customer stated that replacement battery cap did not resolve the issue. After troubleshoot, the customer was not able to resolve the alarm. The insulin pump will be returned for analysis.